Event description:
Inflammation [inflammation]. Discomfort [discomfort]. Flu like symptoms [influenza like illness]. Warm knees [joint warmth]. Decreased range of motion in knees [joint range of motion decreased]. Difficulty walking [gait disturbance]. Knee effusion [joint effusion]. Painful knees [arthralgia]. Swollen knees [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2010, from a pt designee via a company representative and confirmed by a healthcare provider (hcp) on (B)(6) 2010, regarding a (B)(6) female pt with a history of osteoarthritis, initials (B)(6), who experienced discomfort, inflammation, effusion, flu like symptoms, painful knees, swollen knees, warm knees, decreased range of motion in knees, and difficulty walking after treatment with synvisc one. The pt had a history of previous treatment with synvisc (1 or 2 courses) on unk dates. On (B)(6) 2010, she received bilateral injections of synvisc one. It was reported that immediately after the injections, she experienced discomfort followed by inflammation and effusion that worsened over 24 hours accompanied by flu like symptoms of achiness and a sense of fever. On (B)(6) 2010, the pt was seen by the hcp. It was confirmed that onset of knee pain, swelling, and flu like symptoms began within several hours of administration of synvisc one. Physical exam revealed significantly effused knees along with decreased range of motion and difficulty walking. The 60cc of opaque, cloudy, grey/amber fluid was aspirated from the right knee and 40cc from the left. Laboratory analysis of synovial fluid from right knee: wbc: 9700, eos: 3, poly: 71. Laboratory analysis of the synovial fluid from left knee: wbc: 8900, eos: 1, poly: 73. Both knees were injected with intra-articular steroids (dose unspecified). Symptoms in both knees improved and there were no further systemic symptoms. The hcp assessed the events as definitely related to synvisc one. He stated that the events probably represented a systemic hypersensitivity reaction; however, he could not be certain due to the complete resolution of systemic symptoms with local steroid therapy. It was reported that the pt would not receive treatment with an avian based viscosupplement in the future. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint.